Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/13/2024 it was reported by a distributor via (B)(4) that an ar-13960sr rotator cuff grasper w/sr handle was rusted and would not cut. This occurred during use. No additional information was provided.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was provided on 05/16/2024, where it was stated that this event occurred during a shoulder surgery where the case was completed using another clamp.

Manufacturer narrative:
The complaint allegation of the device being rusted is confirmed. One unpackaged ar-13960sr rotator cuff grasper w/sr handle lot number: 74831 was received for investigation. Visual evaluation of the device noted wear and tear with discoloration observed throughout the device. The most likely cause for the reported failure of rest can be attributed to environmental due to the cleaning process performed. Dfu-0255-eo warns against usage of low acid or alkaline solutions as they will corrode metal parts and anodized aluminum and compromise plastics. If non-neutral ph cleaning chemistries need to be used, neutralization steps should be taken so as not to negatively impact the fit, finish, or function of the device. The second allegation of the device not cutting is not an intended function of this device and cannot be confirmed.